Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient needs help adjusting their stimulation. They have not had to change it until this week. The patient is having lots of accidents, not sleeping because of having to get up because of incontinence. They will get the feeling having to go, and starts already before getting to the bathroom. The issue started last friday. Last night the patient had to change their pads three times, and already today has had to change three times. Agent did not ask about the circumstances that led to the reported issue. Checked what the patient's current settings were when on call and the patient was on program 6 at 2.8 volts. They just moved it today, but kept getting interrupted while trying to adjust. Prior, they were on 2.2 volts. We tried to move it up but it was not comfortable. Patient stayed at 2.8 volts where stim is comfortable. Advised the callerto monitor their symptoms for a couple days in a diary and see if their symptoms improve. Update managing doctor information. Additional information was received from the patient. They reported that the cause of the sudden change of therapeutic effect was unknown. When asked what most likely caused or contributed to the issue, they responded it was unknown. The setting was too low and they had a new system implanted (B)(6) 2020. When asked what steps were or would be taken to try to resolve the issue, they replied they had changed therapy programs. The issue was not yet resolved. (B)(6) 2021, (B)(4) (con): additional information was received from the patient on (B)(6) 2021 and the patient stated that the most like cause was surgery on (B)(6) 2020. No further complications were reported/anticipated at this time.